Event description:
It was reported that there were concerns regarding the pacing percentage of this left ventricular (lv) lead. (B)(6) technical services recommended programming changes. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).